Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with fortum injections (1g, once a day, route and duration not reported) and vancomycin injections (1g, once a day, route and duration not reported) for the peritonitis. The patient was reported to have recovered from the peritonitis. Dianeal therapy was ongoing. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.